Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurostimulator product ID 97745 lot# serial# (B)(6)n implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) mentioned their recharger antenna was "not charging right" for their implanted neurostimulator(ins) in their neck since the pt had a revision surgery "last month" in october pt mentioned they placed their recharger antenna over the ins and was charging their ins, but the ins took 3 days to charge and the controller kept displaying "call medtronic" error code.  Pt mentioned the manufacturer representative (rep) had worked with the healthcare provider (hcp) to "move the neck ins to the upper position but the pt was having issues charging the ins. During the call, pt initiated a charging session of the neck ins with a recharge quality of "excellent." Pt mentioned the recharger antenna was "hot to the touch" when they were charging their ins today. The patient was sent a replacement recharger (rtm). The pt also said the replacement controller "would not charge," so the pt went back to using their old controller. Pt then switched to using their replacement controller again and now, the replacement controller would not connect to their ins wirelessly.  Pt said the wireless connection between their controller and the ins had been getting worse and worse. Pt mentioned a couple of days ago, their ins was low and their back was hurting because their ins was low and they noticed they could not connect wirelessly with their ins with their controller. During the call, the pt attempted to connect wirelessly with their ins, but got "no device found." Pt then attached the recharger antenna and initiated a charging session. Ins charge was "low" but the controller charge was 100%. The patient was sent a replacement controller. Pt mentioned they "were sent the wrong controller." Pt said they were sent the controller for their neck ins when they should have been sent the controller for their back ins (pt had two ins, same model number). Pt said there was something "tricky going on with their back." Patient mentioned later that the "neck controller was the one that they were having problems with." (Seemed to contradict the pt's statements in the original call.) Pt had called originally to have the controller for their back ins replaced and the recharger antenna for their neck ins replaced. It was explained that controller settings were pulled over from the ins when the controller was paired initially, so the replacement controller could have been paired to the wrong ins. Pt confirmed that the replacement controller was paired to the neck implant and should have been paired to the pt's back implant. The repair department was consulted about performing physician's reset mode on the controller and the repair department gave the instructions for physician's reset mode. Pt said they could not perform the instructions right now because they did not have their controller and were not "at home." Pt would call back for instructions on repairing the controller and then pairing the controller to the correct ins. Patient services specialist consulted with another agent in patent services and the physician reset mode(tech mode) should not be performed on the phone w ith the pt. Pt should instead be given instructions to plug in their recharger antenna and put their recharger antenna over the ins they want to pair with. The controller will pair with the unfamiliar device and will recharge this device and allow the pt to adjust settings after navigating the initial pairing screens. Pt called back and patient services specialist helped the pt pair their replacement controller with their back ins to recharge their back ins. Pt plugged in the recharger antenna and got "unfamiliar device found." Pt pressed recharge and by the end of the call was recharging "excellent."